Event description:
Using adult ultra flex anesthesia breathing circuit ref number (B)(4), lot number izkv9, made by (B)(4), the humidifier device broke apart with minimal pressure while ventilating a paralyzed pt. The part was removed from the circuit immediately and ventilation was resumed immediately. There was a transient desaturation for less than 15 sec, but the oxygen saturation was never lower than 83%. This has happened with several other units in the past few days.